Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 166 mg/dl when the sensor reading was in the 40 mg/dl range. On the morning of the call, the customer's blood glucose was 99 mg/dl when the sensor reading was low at 61 mg/dl. The customer's most recent blood glucose reading was 115 mg/dl, and the sensor reading was 61 mg/dl; the difference between the readings was not within acceptable range. The customer stated that she had turned the sensor off in the morning because the insulin pump kept alarming threshold suspend. The insulin pump warned of a low sensor reading of 40 mg/dl at the time of the call. The customer was advised of sensor use recommendations and stated that she would monitor with the new recommendations. She stated that she would call back if the issue persisted. The sensor is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.